Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device had high impedances greater than 4000 ohms. It was noted that all bipolar pair combinations with electrodes 4-7 were greater than 4000 ohms and all combinations with electrodes 0-3 were greater than 4000 ohms except pair 1 and 2 and pair 1 and 3. The battery was at 2.44 volts. It was reported that the patient experienced no stimulation sensation in (B)(6) 2012. The reporter stated that there was no known accident or incident related to the event. A week later, it was reported that the patient fell 2 years ago but felt stimulation up until (B)(6) 2012. The reporter stated that the patient now had only a couple of working electrodes and needed a lead revision and battery replacement. It was reported that the patient was awaiting a follow-up appointment with a physician to discuss a lead revision and battery replacement. The reporter stated that the patient was programmed on the three 'good' electrodes and the patient was receiving stimulation in all areas required. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3888-28, lot# l39133, implanted: (B)(6) 1996, product type lead; product ID 3888, lot# l39133, implanted: (B)(6) 1996, product type lead; product ID 3550-09, lot# l83984, implanted: (B)(6) 2000, product type accessory. (B)(4).